Event description:
It was reported that lead conductor fracture issue was observed on the rv lead. Patient experienced an arterial bleeding during the procedure and underwent an emergency surgery. Lead was capped on (B)(6) 2017. No further information available.